Manufacturer narrative:
We received back 3 screws code 02.07.10.0266 lot 1315474 and not only 1, together with the 4-1 cutting guide. (B)(4) made a preliminary analysis of the case: from a first preliminary investigation based on the description of the event and the picture attached, it seems that, during the fixation of the 4in1 cutting block, the screw was inserted not straight into the hole of the cutting block. During fixation, the head went in contact with the guide (probably with the edge of the cutting slot) before entering into the right seat, causing a metal debris from the screw. The spherical part of the screw presents some scratches. This is probably the part where the fragments came from. The clearance between the hole of the cutting guide and the threaded part of the screw allows to insert the screw not perfectly aligned with the hole. This can be the cause of the complaint. This was confirmed with the visual inspection of the items, made on 1st july 2015 by the same person: from a visual inspection of the 3 screws sent back, it has been noted that: - 2 of the 3 screws present circular scratches on the spherical head. This is probably where the fragments detached came from during screwing. The third screws doesn't present signs of damages. - the holes of the 4in1 cutting block don't present any scratches and/or signs of damages. It looks well preserved. It seems that, during fixation of the 4in1 cutting block the head of the screws went in contact with the guide (probably with the edge of the cutting slot) before entering into the right seat, causing a metal debris from the screw. The screw was probably insert not straight and not aligned with the hole of the cutting block. The clearance between the hole of the cutting guide and the threaded part of the screw allows to insert the screw not perfectly aligned with the hole. This can be the cause of the complaint.

Event description:
(B)(4).

Manufacturer narrative:
Additional information received on 05/13/2015: the part will be returned for analysis. X-rays are not available.